Event description:
The customer wanted the insulin pump replaced due to two hospitalizations for diabetic ketoacidosis. The customer stated that she was experiencing nausea and heartburn at the time. The customer's doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.